Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03351. It was reported that a burr became stuck on wire. The target lesion was located in the severely calcified lesion. A 1.25mm rotalink¿ plus and 330cm rotawire¿ were used and advanced to treat the target lesion. During the procedure, it was noted that the burr got stuck on the rotawire. The system was removed from the patient. The procedure was completed with another 330cm rotawire¿ and with a different rotalink¿ plus. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was unlocked upon return; it was advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. The rotawire was returned with the rotablator plus unit. The rotawire was removed with slight force. The burr was microscopically examined and no issues were noted. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03351. It was reported that a burr became stuck on wire. The target lesion was located in the severely calcified lesion. A 1.25mm rotalink plus and 330cm rotawire were used and advanced to treat the target lesion. During the procedure, it was noted that the burr got stuck on the rotawire. The system was removed from the patient. The procedure was completed with another 330cm rotawire and with a different rotalink plus. No patient complications were reported and the patient's condition was good.